Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer states that during the night, several hours earlier, the helium tank was half full. A few minutes later it showed empty and the pump stopped working. Customer was able to successfully replace the tank and continued pumping. The patient reportedly had no adverse outcome related. Currently pump with a new tank that is 3/4 full. A follow up call to the ICU was made for further information. Customer states that the pump is working fine right now and the tank still shows 3/4 full. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Record cancelled as duplicate of tw#(B)(4) mfg report number. 2249723-2023-024863.

Event description:
Record cancelled as duplicate of tw#(B)(4) mfg report number. 2249723-2023-02486.

Event description:
N/a.